Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during a shunt placement, it registered okay, but after draping, it was inaccurate by 3 cm in the posterior. Different instruments all had the same inaccuracy. The clinical consultant (cc) reported they were using em tracking. Navigation was aborted. It was reported that this issue caused a 30 minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824 controller, serial/lot #: -, ubd: , UDI#: ; product ID: 9735736 software, serial/lot #: 2.1.0,: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Img code g02008 applies to the software and g04035 applies to the controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. In the reviewed logs it was observed one session on the reported date and the procedure used catheter placement (em). From the application logs observed the instruments used are non-invasive patient tracker, tracer pointer and user transitioned from select procedure to navigation between images, plan, registration, and verify registration along the way. Also, from logs observed error metric ranging from 1.92mm - 2.86mm with trace pnts from 1028pnts - 590pnts. Archive has 2 CT exams, there was one plan data found, registration was observed with an error metric of 1.7mm, it had yellow zone of accuracy. Few trace points were observed under the skin. Suggesting to do 3pt init registration for better accuracy or can also take 1 touch point and continue trace for better results. Suggesting to collect points on the bony area of anatomy as per the blue protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.